Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. The customer was in the united kingdom at the time and provided an international phone number. However, the call was disconnected and he was unable to be contacted to verify his pump, blood glucose, incident date, and other details. No products were shipped or returned.